Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had superficial cicatrization issues. Cicatrization was conducted during hospitalization. Supervision of the cicatrice was done. The patient was given antibiotics and pansaments. The event was considered resolved.